Event description:
It was reported during a da vinci pancreatectomy surgical procedure,one of the wires was found to be broken on the double fenestrated grasper instrument. There was no report of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument pitch cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. This complaint is being reported for the broken pitch cable found during failure analysis.